Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. The customer changed the site and another occlusion alarm occurred. Reportedly, the customer declined to inspect the site. Blood glucose ranged from 334-340 mg/dl.